Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the moderately tortuous right coronary artery (rca). The 3.0x23mm xience xpedition stent delivery system (sds) shaft separated during the procedure. As the separation occurred in the proximal shaft, the separated sds was withdrawn without issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. The decision was made to complete the procedure at that time. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint database revealed no similar incidents reported for separated shafts from this lot. Based on the reviewed information, no product deficiency was identified.